Manufacturer narrative:
Polarx balloon catheter lt was evaluated by boston scientific. Visual inspection noted that visible blood was observed within the balloon region. The device was pressurized and submerged in a water bath to locate a leak. No bubbles were seen during pressurization. The guidewire lumen was further inspected under x-ray to observe the guidewire lumen braid. The braid termination was measured and found to be slightly out of specification. It is believed that this out of spec braid termination is the cause for the true blood detection error and it could not be reproduced as dried blood sealed the leak path. The reported allegation of a blood detection error was confirmed.

Event description:
It was reported that during an cryoablation procedure to treat an atrial flutter a polarx was selected for use. After ablation or left pulmonary vein and before ablation of the right pulmonary vein the error "1 -00004000-2: the console detected blood in the catheter". The catheter was replaced with a new one and the procedure continued. By the end of procedure, when all ablations were finished, the same error happened again. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.